Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) was having flow issues. The following information was provided by the initial reporter: material no: 515070 batch, no: unknown. It was reported that the primary gravity infusion of vincristine infused slowly. Nurse reports primary gravity infusion of vincristine infused slowly. She raised IV pole to speed up infusion. The infusion stopped a bit later. Another nurse flushed the line with normal saline. The infusion started flowing properly again. IV access through port. Infusion completed in 20 min (normally 10 minutes).

Manufacturer narrative:
H.6. Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807721, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process. Phaseal optima products are evaluated for their ability to perform infusions and the results were found to be acceptable. Several factors can contribute to the delay in a gravity infusion; height of the IV bag, patient position, or movement of the IV access. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) was having flow issues. The following information was provided by the initial reporter: material no: 515070, batch no: unknown. It was reported that the primary gravity infusion of vincristine infused slowly. Nurse reports primary gravity infusion of vincristine infused slowly. She raised IV pole to speed up infusion. The infusion stopped a bit later. Another nurse flushed the line with normal saline. The infusion started flowing properly again. IV access through port. Infusion completed in 20 min (normally 10 minutes).